Manufacturer narrative:
Insulin pump received with excessive no delivery alarm due to a faulty force sensor resistor. The device also experienced intermittent button response due to moisture damage on the keypad traces. A cracked case, scratched lcd window, missing end cap sticker and missing back address/serial number label noted. However, the unit passed the selftest, basic occlusion, prime and displacement tests.

Event description:
Customer's wife called to report a hospitalization due to diabetes ketoacidosis. The blood glucose reading at the time of the event was 600 mg/dl. Customer complained of stomach issues; customer was nauseated and vomiting. Hospital treated with IV insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.